Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was not confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: puncture on cable, failed leak test and lines showing on image. Based on the results of the investigation. And since, the customer reported malfunction was not confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. It is likely, the lines showing on the image are, due to faulty cable. A definitive root cause could not be identified for the puncture on the cable and failed leak test. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head had a foggy lens. There were no reports of patient harm.